Event description:
It was reported that the pump experienced a malfunction. Customer's blood glucose (bg) level was recorded as high. Customer administered an insulin injection to address bg. Customer reverted to an alternate method of insulin therapy.